Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming when a smiths medical, cadd medication cassettes was attached. The patient reported missing her dose of velletri due to the alarm and now she feels ill, tired from the cassette alarms. The complaint form indicates there was no patient injury. No adverse patient effects were reported. No additional information is available at this time.